Event description:
It was reported that prior to start of a da vinci-assisted inguinal hernia unilateral surgical procedure, one side of the force bipolar instrument jaw was broken. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Follow-up was performed to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The force bipolar instrument was found to have a broken grip at the grip base. No material was found missing from the grip. The root cause of the broken instrument grip-tips is typically attributed to mishandling/misuse, such as excessive force applied to the instruments jaws. Additional findings not reported by site were also identified: the force bipolar instrument was found to have the molded insulator broken. Molded insulator was broken at the base of the grips. A piece measuring approximately 0.053" x 0.081" was broken off the molding insulator. The broken piece was not returned. The root cause of this failure is attributed to mishandling/misuse. No image or video of the procedure was provided for review. A review of the instrument logs for the force bipolar (part number 471405-06/ lot number k10220221 0473) associated with this event has been performed. Per the review, the force bipolar instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.